Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the pink slide did not move forward, indicating a needle mechanism failure. The patient stated they experienced high glucose levels; specific glucose values were not provided. No information regarding treatment was provided.